Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via a phone call from the patient to patient registration stating that 5 years 4 months post implant of this 27mm mitral mechanical valve, the valve was explanted and replaced. No reason for explant was provided. No additional adverse patient effects were reported.